Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump had a squiggly line due to cracked lcd zebra connector. No missing segment/partial display anomaly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had missing segment/partial display. The customer was assisted with partial display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that there were squiggly line under the screen. The customer stated they dropped the insulin pump about two weeks prior to the call. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.